Event description:
Consumer complaint of blood results reading much higher than the accu-check meter. Consumer did not have control solution for assistance with troubleshooting. Consumer refused to be sent control solution for troubleshooting. No adverse event reported.

Manufacturer narrative:
Product not returned for evaluation. (B)(4).